Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product shows the lens has a portion torn off and missing. A portion of one plate haptic is torn off and missing. There is no clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for eval.

Event description:
The reporter stated that the surgeon was advancing a single piece collamer lens model cc4204bf and the lens became stuck in the cartridge. This was prior to insertion so no pt contact or injury.